Manufacturer narrative:
The manufacturer reported a ventilator was returned to a third-party service center for evaluation due to an allegation indicating a sensor mismatch error was observed in the device's downloaded event log. The machine flow sensor was found to be defective and needs to be replaced. There was no harm or injury reported. There was no evidence the device was in patient use. During the final evaluation of the device an alarm indicating an active exhalation valve failure was noted in the device's downloaded event log. There was no documentation stating an additional component was replaced for this issue. The device was tested and passed final testing.

Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The machine flow sensor was found to be defective and needs to be replaced. Additionally, the inline filter needs replaced due to dust contamination. The device's muffler assembly, particulate filter and air inlet foam filter need replaced per preventive maintenance protocol. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.